Event description:
During an atrial fibrillation ablation for this elderly male, the medline reprocessed st. Jude¿s trans-septal needle was inserted into the reprocessed sl-0 sheath to perform a trans-septal puncture. It was noted that blood was leaking through the introducer hub. The procedure continued without any further issues. Manufacturer response for reprocessed st. Jude sheath, st. Jude sheath (per site reporter). The device was returned to innovative health for testing and inspection. The device passed all approved testing and inspection. The medline support specialist was notified.